Manufacturer narrative:
(B)(4). The device was not returned for analysis. All available information was investigated and the reported leak was likely related to the loose connection between the stopcock and hemostasis valve luer; however, based on the reported information and without the device to analyze, a cause for the loose connection could not be identified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the steerable guiding catheter (sgc), the sgc failed to hold fluid column; if this were to reoccur in the anatomy, a leak has the potential to cause or contribute to air embolism. It was reported that during preparation of the steerable guiding catheter (sgc), the stopcock was threaded onto the sgc, but was unthreading. Hemostats were used to tighten the stopcock and the device preparation was continued. The sgc tip was submerged in saline and the handle was held in vertical position, but the sgc failed to hold fluid column. The sgc was not used in the anatomy and there was no patient involvement. There was no clinically significant delay in the intended procedure. No additional information was provided regarding the sgc issue.